Manufacturer narrative:
Date of event estimated. Date of implant estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported through a research article identifying the xtr and ntr mitraclip devices which may be related to single leaflet device attachment (slda). Specific patient information is documented as unknown. Details are listed in the attached article titled; a novel method to quantify leaflet insertion during transcatheter mitral valve repair with the mitraclip. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the information reviewed, a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The tissue damage was an outcome of the slda. The reported patient effect tissue damage, as listed in the mitraclip ntr/xtr, u.s. Instruction for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. H1: changed from malfunction to serious injury. H6: patient code 2104 added.

Event description:
Subsequent to the initial report filed, it was noted that the article reported leaflet tear for both xtr and ntr mitraclip devices. No additional information was provided.